Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 7 atmospheres. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.